Event description:
A malfunction with the pump was reported, identified as malfunction 3, which was not resettable. There was no reported impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as backup therapy while a replacement pump was arranged by technical support. The customer was also guided on returning the faulty pump using a pre-paid label within ten days.